Event description:
The report received from the affiliate indicated that 4 1/2 months after a pta procedure was performed on a lesion in the left clavicle artery with a 10x30mm precise stent, stent fracture was found. "So far the pt is fine." It was also reported that when the pt returned one month after the procedure, all was normal. During the index procedure there 95% stenosis in the lesion and it was 1 cm in length. Calcification was not mentioned and the vessel was not vessel was not tortuous. One stent was deployed in the target lesion. The fracture was identified by cta inspection. The cta report also mentioned there was a just a little migration and so far there were no negative consequences for the pt who remained hospitalized at the time the event was reported. Additional details of the index procedure were requested but were not available.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.